Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of the index procedure - the patient is a male in his 50's. Name of the index surgical procedure? - minimally invasive cardiac surgery. How did the needle end up near the renal artery? - it was retained near the renal artery as of (B)(6). No reoperation was performed to remove the needle and the patient was discharged on (B)(6). What is meant that the needle is not related to the event? - the surgeon does not think the event was due to a problem(/s) in the needle. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no information. What instruments were used to grasp the needle? - no information. On what tissue was the needle/suture used? Where was the needle grasped during use? - no information.

Event description:
It was reported that the patient underwent a minimally invasive cardiac surgery on (B)(6) 2018 and suture was used. During the procedure, the needle was left in the patient¿s body and it is currently retained at the renal artery. When the needle-holder was removed from the patient¿s body through a small surgical incision, it was found that the needle which had been held by the needle-holder was missing. X-rays were taken before closing the surgical wound on the chest but the missing needle was not found. The surgical wound was closed without finding the missing needle. Two days after the operation, when x-rays were taken on the abdominal region, a thing like the needle was observed around the renal artery. There is a possibility that the needle was detached from the suture or the suture was broken during the surgery. It was not a control release needle. The surgeon opined that there was no causal relationship between the needle and event at all. It was reported that the surgeon is waiting for the recovery of the patient¿s physical strength. It was reported the patient is eager to get back into society again as soon as possible and he doesn¿t need to remove the needle if no health consequences may occur. No specific treatment or reoperation is currently scheduled. The patient was discharged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
(B)(4).date sent to the FDA: 02/05/2019.